Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Painful - mouth [oral pain]. Brushing and suddenly the rotating brush head became detached in mouth / spring and piece of metal landed in mouth / a painful experience [injury associated with device]. Brushing and suddenly the rotating brushhead became detached and shot into mouth / spring and piece of metal landed in mouth / brushes break down [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that last week, in (B)(6) 2017, she was brushing with an oral-b rechargeable toothbrush, version unknown and suddenly the rotating brush head from the oral-b brushhead, version unknown became detached and shot into her mouth. Also, a spring and a piece of metal landed in her mouth. The consumer noted that this was a painful and unpleasant experience. She asserted that brushes should not already break down within two months and certainly not while brushing. She stated that she had purchased the brush heads in the (B)(6) of 2016. She had been brushing for some time with the oral-b electric toothbrush. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she threw away the packaging because all of the brushes were in use. She purchased them as a pack of 4 units. She stated that she was brushing now with a manual toothbrush as she was still a little scared that the brush head will come off again. The case outcome remained unknown. No further information was provided.